Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the pump battery dropped from 80% to 75% while connected to a power source. There as no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.